Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address bg, which they stated caused abdominal pain. Customer updated their pump settings to address the event.